Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain and failed back surgery syndrome. The date of the event was unknown. It was reported the pump stopped working (cause unknown). The patient was being charged (B)(6) per refill so she asked the doctor to remove the system and he did. No symptoms were reported. The pump system was removed in 2005. No therapy issues were reported. There was no out of box failure and no medical or therapy problem associated with small parts. No further complications were reported. Additional information was received from a consumer. The patient had an appointment scheduled with the healthcare provider for (B)(6).